Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-42186. Related manufacturer reference number: 2017865-2022-42187. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
It was reported that the patient expired due to unknown cause. The device was received in normal mode. Analysis performed including electrical, mechanical, and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above elective replacement indicator level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.